Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
The pump was returned to animas. Eval revealed that the force sensor resistance reading was out of calibration. The pump did not recognize the cartridge when performing the load step during eval.